Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report numbers: 2916596-2021-00318, 2916596-2021-00325. It was reported that the vad coordinator (vc) called in regards to support with a controller exchange. It was reported the white lead patient cable was visibly damaged with concern for this worsening once discharged home. When the vc attempted to perform the controller exchange she was unable to compress the red release button to pull the driveline out of the controller. When advised to press the button and attempt to pull the driveline she was able to successfully release the driveline from controller. It was also reported that the driveline connection had "green sludge-like corrosive material around the driveline connection and inside the controller connection." The patient was connected to a brand new off the shelf controller which then was registered a controller fault, only one light visible on green circle, and no data connection with patient monitor. The vc then made the decision to switch to another new controller which was done successfully without complication. The controller was working appropriately with no issues noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damage to the controller white power cable, difficulty disconnecting the driveline, and fluid ingress were not confirmed. System controller, serial (B)(6) , was not returned. The provided information indicated that this controller was exchanged due to the damage to the white power cable. During exchanging the patient had difficulty disconnecting the driveline. After the driveline was disconnected, fluid ingress was observed in the bulkhead connector. There were no pictures or additional documents provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported events were not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 28dec2015. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (IFU) section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The IFU states how to store, transport, and maintain the system controller to prevent damage such as tears and fluid ingress. No further information was provided. The manufacturer is closing the file on this event.